Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 5076-58 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had a loss of atrioventricular synchrony resulting in symptoms of chronic heart failure. A right atrial (ra) lead dislodgement was confirmed by x-ray. It was suspected that the ra lead may have been "compromised" during a recent system upgrade procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.